Event description:
Information received on 8-06-02, from the patient indicates on examination the doctor discovered "that I had developed a large bulbular diverticulum which had ruptured, due to the sphincter cuff," and required immediate surgery. The surgery occurred in 06/02 and the implant was de-activated. Unsure if any components were removed or replaced.